Manufacturer narrative:
This product is not distributed in the united states. However, it is similar to the us distributed drug-eluting stents. Additional information will be submitted within 30 days of receipt.

Event description:
The patient had an anterior myocardial infarction, seven days after implantation of a cypher select. It was a q wave mi, related to the target vessel. Peak values on the day of the event were cpk 1217, cpk-mb 88, troponin 70,7. There was a 100% restenosis of the main branch, the left anterior descending branch (lad), no thrombus was visible, timi flow was 0. The side branch, the 1st diagonal had 0% stenosis and no thrombus. Timi flow was 3. Plain old balloon angioplasty was conducted to treat the lesion. There were no complications and the patient recovered.